Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, customer replaced transmitter prior to contacting tandem technical support and connection was regained. No additional patient information was available.